Manufacturer narrative:
Radiometer investigations of the provided data showed product is found to be working as expected, no fault is found. Hence the root cause is no malfunction. Based on the provided data on the date of the measurements december 11th something seems wrong with the thb calibration of the new hemolyzer. A poor thb calibration can result in deviating thb measurements. The new hemolyzer cuvette should ideally also be wetted with protein. The inial few measurements could deviate as the filling and wetting of the cuvette is improved by applying protein from a blood sample.

Event description:
According to complaint, customer complains about discrepant total hemoglobin (thb) values measured on an abl90 flex plus analyzer (serial number (B)(6) compared to customer's lab and another abl90 at customer site. Hemolyzer unit has been replaced on (B)(6) as well as internal tubing's. Customer needed to make an interventions to avoid maltreatment (additional blood drawings and comparison measurements). Implausible measurement: sample ID (B)(6): thb: 7,7 mmol/l discrepancy to customer's lab (thb: 4,8 mmol/l). Sample ID (B)(6): thb: 9,3 mmol/l discrepancy to another abl90 (thb: 5,5 mmol/l). Hence the customer experienced false high thb values measured on an abl90 flex plus analyzer.